Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized due to diabetic ketoacidosis and high blood glucose. The customer was assisted with troubleshooting for high blood glucose. The hospitalization treatment was unsure. It was unknown that auto mode feature was active or not at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The infusion set cannula was bent. The device will not be returned for analysis.